Manufacturer narrative:
(B)(6). Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a distal reinsertion of the right biceps brachialis, a twinfix titanium anchor was being inserted but it broke in the patient's bone. It was not possible to remove the piece which had already been implanted in the patient's bone. A change of bone targeting order was performed. The procedure was completed without significant delay using a back-up device in an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found that the screw was not returned with the device. The inserter was returned with the sutures intact. The complaint was reviewed and found that no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Since the retained anchor was left embedded in the bone, migration is unlikely. No further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the anchor specifications found that no burrs, cracks, or contamination are allowed. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.